Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/22/2019. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Investigation summary: it was reported performance breakage suture. An unopened sample was returned for analysis. This product code is sutu-pack and requires of twelve strands per packet. The issue sample was not received for evaluation. During the visual inspection of an unopened samples, no defects were found on the package. The sample was opened, and the packet contains twelve strands, the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and a suture was used. During surgery, the suture was broken during handling. There were no adverse patient consequences reported. No additional information was provided.